Manufacturer narrative:
Device investigation details: the device has been reported as discarded. Therefore, no product investigation can be performed. And the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot#: 31164885l. And no internal action related to the complaint was found, during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1: initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported, a patient underwent a cardiac ablation procedure. With a thermocool® smart touch® sf bi-directional navigation catheter. And patient experienced cardiac tamponade treated with a pericardiocentesis. Transseptal puncture was performed. And ablation was performed. No evidence of steam pop. After a successfully completed ventricular tachycardia (vt) ablation in the left ventricle, the patient was found to have a pericardial effusion (pe), during the subsequent ultrasound examination. No sudden drop in pressure was detected, during the procedure, so it is not clear when the pericardial effusion occurred. According to the doctor, the blood, that was removed from the pericardium was venous. Ablation was performed exclusively in the left ventricle (with 40 w), so the pe probably did not occur ,during ablation. The patient was successfully stabilized and treated. Physician did not explicitly say, a cause of the adverse event. Just that the drawn blood (from the pe) was venous. And since, we only ablated in left ventricle, the pe probably did not come from ablation. It was unknown, when it occurred, the pe was detected after the procedure ended, during a standard check (echo). There were no errors observed, on biosense webster equipment, during the procedure.